Event description:
The autopulse platform sn (B)(4) was used to resuscitate 85 years old female patient in cardiac arrest. The cardiac arrest was not witnessed. The patient was in cardiac arrest for 2 minutes before receiving the first CPR. The manual CPR was performed by the bystander for 7 minutes. Manual CPR was performed by the responders and then paused to place the platform under the patient. The user installed the lifeband, however, the platform did not power on. The battery was replaced without any success. The crew continued with the manual CPR for approximately 4 minutes with the platform underneath the patient with the lifeband removed. The pulse had returned and the patient attempted to breathe independently. The manual CPR was stopped. After an unknown time, the patient returned to cardiac arrest and manual CPR was restarted and lasted about 4 minutes. Upon arrival at the hospital, the rosc was achieved and the patient had a pulse and assisted breathing. The paramedics transferred the care of the patient to the hospital with the autopulse platform still under the patient. Once the platform was retrieved later, the crew became aware that the patient had expired. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.the platform was cleaned and tested after it was returned to the station and the reported issue was duplicated with several batteries. The two batteries used during the call were checked and verified to be functional.

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) would not power on when it was used with two batteries was not confirmed during the functional test or archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the autopulse platform archive was performed and showed no significant discrepancies or error messages on the customer's reported event date. The autopulse platform passed the initial functional test without any fault or error. The platform was tested and able to power on after pressing the on/off power switch button. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.